Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. Awareness date (B)(6) 2023. Aei was obtained (B)(6) stating that a second device was involved. "The extra device was for the same complaint same issue" awareness date (B)(6). Aei was obtained (B)(6) stating that a second device was involved.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # v96e6e. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, 21 clips were found remaining inside the clip track. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch an d lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, there was a bent component. No patient harm was reported.